Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The lens stop was removed from the device. The plunger was at the start position upon return and the plunger lock was placed into the device. The plunger was oriented correctly. Inadequate viscoelastic was dried in the device. The lens was located in the loading area upon return. The leading haptic was bent toward the optic with the distal haptic tip adhered to the anterior optic surface. The trailing haptic was slightly raised. There was no damage observed to the device. The lens was removed from the device and cleaned with klrp to further evaluate for potential damage. The haptics relaxed into their original positions after the removal of dried viscoelastic. There was no evidence of damage, plunger underride, or plunger override. Product history records were reviewed, and documentation indicated the product met release criteria. A non-qualified viscoelastic was used. The root cause for the reported complaint of sensation of implantation felt heavier than usual was most likely related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was used. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill-to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. A non-qualified viscoelastic was used the IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided that indicated when tried to implant an iol, the sensation on their hand was heavier than usual, so stopped. It was reported that the issue occurred during implantation and there's patient contact. Based on the information and the condition of the sample upon return (lens observed in loading area, leading haptic folded, but plunger was at the start point) this would suggest that the lens had been examined/replaced into the load area prior to return, the plunger had been retracted to the start point, and the plunger lock had been reinstalled. The surgery was completed after replacing the product with another one. The specific model and diopter for replacement lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the sensation on his/her hand was heavier than usual, so stopped that. This issue occurred during implantation, but there was patient contact. The surgery was completed after replacing the product with another one.